Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l46999, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that a critical alarm was occurring. It started the week prior to (B)(6) 2003 and was confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The pump was empty and the patient was reportedly doing well without the drug. The patient and healthcare professional (hcp) electively decided to program the pump to "pump off" state. It was hard for the patient to get to refill appointments. The pump was used to infuse morphine (40 mg/ml at 6.994 mg/day). No intervention or outcome reported. Should further follow up be received, it will be added to this event.